Event description:
Pt w/ hvad dt on home hospice who came in with lvad alarms. Patient on hospice due to inability to tolerate anticoagulation. Palliative care consulted after discussion with pt, patient was dnr/dni and comfort care. Lvad stopped working 2 days later. Primary cod: withdrawal of support, specify. Primary cod specify: low flows on lvad without anticoagulation (on hospice) and suspicion for thrombus. Lvad stopped.